Event description:
Device malfunction: clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during completion of step 3 (thumb advancer stroke) the clip deployed in the subcutaneous tissue. The clip was removed with hemostats. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information were provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.